Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the hinge was installed and tested on a lab use only (luo) roller pump and the hinge functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the user facility. He installed a new molded hinge on the roller pump/lid. He recently replaced all the hinges at this facility in april of 2015. The perfusionist has reported this issue previously as he is unhappy with the design of the lids and hinges on roller pumps.

Event description:
It was reported that during pre-cardiopulmonary bypass the lid had fallen off of the cardioplegia (cpg) roller pump in operating room number 21. The perfusionist reinstalled the lid to successfully complete the surgery. There was no delay, no blood loss, nor adverse consequences to the patient.